Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, (refurbished) 7mm extended length endoscope s/n (B)(4) has a very cloudy image, poor visualization. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a certificate of conformance (c of c) is not readily available on-site. See attached email.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, (refurbished) 7mm extended length endoscope s/n 501038 has a very cloudy image, poor visualization. A replacement device was used to complete the procedure. The hospital did not report any patient effects.